Manufacturer narrative:
The screw remains implanted and there is no plan for removal, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported on (B)(6), the surgeon implanted a 2 hole mpf plate construct. During the procedure the surgeon wanted to re-position one of the screws. He attempted to remove the screw, however as he did so, the screw would not back out, but was spinning in the plate. The screw remains implanted in the patient.